Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 370 mg/dl, and trace ketones. Reportedly, customer experienced frequent occlusion alarms. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, saline and fluids. Reportedly, the customer was still hospitalized at the time of the report to tandem technical support, however, customer indicated the issue was resolved, and no permanent damage was sustained. Reportedly, customer reverted to manual injections for insulin therapy.